Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (12/2023).

Event description:
It was reported that during port placement via the left subclavian vein, the catheter was allegedly bent. It was further reported that, the device allegedly difficult to advance. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during port placement via the left subclavian vein, the catheter was allegedly bent. It was further reported that, the device allegedly failed to advance. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter, one catheter lock, one flushing connector, one introducer peel-apart sheath and vessel dilator. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter bent as a bend was noted on the catheter near the 10cm depth mark. However, the investigation is inconclusive for the reported failure to advance as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the titanium low-profile implantable port, groshong single-lumen, 8f products is identified in d2 and g5. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.